Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist told patient to stop wearig aligners due to malocclusion. Interproximal spacing between #14 and 15 is causing food impaction.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.